Manufacturer narrative:
The insulin pump was received with a blank display due to a missing battery tube spring. The insulin pump was received with a corroded battery tube, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was not responding to any battery and remained powered off. It was reported that the customer noticed corrosion. It was reported that the device would be replaced. No further information provided.